Event description:
Boston scientific received information that this patient presented to the emergency room due to a syncopal event. The patient's rhythm was 142 bpm and was experiencing supra-ventricular tachycardia (svt). The patient received anti-tachycardia pacing (atp) in the ventricular tachycardia (vt) zone with a rate cut off of 140 bpm. The device inhibited appropriately until sustained rate duration (srd) expired and the atp was delivered which accelerated the patient's rate to 220 bpm and the device delivered shocks. The caller stated the patient should not have received the shocks. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant documented the reported clinical observations and discussed programming options for this patient. Efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.